Manufacturer narrative:
As reported, capsure deployed two fasteners at a single fire. Based on photo review, there is a second fastener that has been deployed into the peek cap of the fixated fastener. Photo does not assist in determining root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note, the date of event is considered to be a best estimate as 20-feb-2025 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during bilateral inguinal plasty hernia repair procedure, the capsure fixation device was used and when pressure was applied, the device deployed two fasteners in a single fire. It was reported that another device was requested to complete the procedure. There was no patient injury.